Event description:
It was reported a resident was found in the room between the half rails. Resident's arms were holding resident on the bed, and feet and bottom half of body were off the bed. All four 1/2 rails were up and resident tried to get out of bed between them. Resident was unresponsive and cyanotic when found. Admitted to hosp for 24 hours, returned to nursing home.